Manufacturer narrative:
Device not returned.

Event description:
It was reported that emergency services were called and the customer was subsequently hospitalized due to ongoing blood glucose levels of over 500 mg/dl. Additional information was not provided, and customer declined troubleshooting with tandem technical support.